Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-aug-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 1.9 mg/day) via an implantable infusion pump. It was reported that during a pump replacement surgery the catheter was found to be occluded. There were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the catheter was replaced and the old one was discarded. The patient was alive with no injury and the issue was resolved at the time of this report. No further complications have been reported as a result of this event.